Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that there was redness and swelling around the pump pocket. The size of the pump may be the reason for the swelling around pump pocket. The patient signs and symptoms also included irritation around the pump pocket. The severity was ¿mild¿. The etiology was incisional site/device tract, pump pocket. It was reported to be possibly related to the device or therapy and possibly related to the implant procedure. Intervention included replacing the pump on (B)(6) 2014. The outcome was resolved without sequelae on (B)(6) 2014. The pump was used to infuse hydromorphone and clonidine.

Event description:
Additional information was received. There had been no antibiotics administered.

Event description:
Additional information was received. It was indicated that there had been a pump pocket infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no information regarding any cultures being performed in the patient's charts.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient signs and symptoms also included itching around pump pocket.